Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was returned and the returned device analysis indicated that the gripper arms were functioning as expected, as the gripper arm angles were within the acceptable region. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The device was determined to be functioning as expected within its acceptable symmetric region. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the irregular gripper arm angle. It was reported that during preparation of the mitraclip delivery system (cds) when lowering the grippers it was noted that one gripper arm angle was different than the other gripper arm angle. There was no patient involvement, and a new cds was used without issue. There was no clinically significant delay in the procedure. No additional information was provided.